Event description:
It was reported that the procedure was to treat a lesion located in the 90% stenosed, heavily tortuous and calcified proximal left anterior descending artery. After predilatation was performed, a 3.5x23 mm xience v stent was deployed at the lesion site; however, after deployment a distal stent edge dissection was observed. A 3.5x18 mm xience v stent was deployed for successful treatment of the dissection. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.